Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was severely damaged. The customer's blood glucose was very low and would not go up. The customer was taken to the hospital by ambulance and the insulin pump was then disconnected. The customer's blood glucose level during the incident was 1.1 mmol/l. The customer was currently in the normal unit in the hospital as his blood glucose was under control. The customer did not mention how their low blood glucose was treated. The customer's doctor said that the insulin pump was the problem. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with missing keypad overlay graphics layer, torn keypad overlay at the keypad flex cable, damaged/punctured case, minor, scratched display window and damaged display window cover. The device had no button response due to torn keypad overlay at the flex cable. We were unable to perform the functional test, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response.